Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they had an issue with an omnipod that resulted in hospitalization for diabetic ketoacidosis. The patient¿s blood glucose levels, treatment, date of occurrence, and length of hospital stay were not reported. It is unknown if any device failure occurred during the reported event. The patient declined to provide any additional information related to the medical event.